Event description:
The lifevest was not active at the time of death. The patient passed away on (B)(6) 2021. Per the patient's download data, the lifevest was last worn on (B)(6) 2021. The device was removed due to add gel/ replace belt messages. The belt was returned and was found to have a strained cable connecting the distribution node (dn) to rear therapy electrode (te) cable. Reporting this event as the device was removed due to a device malfunction and the patient passed away while not wearing the lifevest.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages/can conn flags) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. The monitor was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.